Manufacturer narrative:
H.9 correction removal numbers continued: z-1350-2022. This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting on (B)(6) 2014 to the upper abdomen using coolcore applicator and lower abdomen using a coolmax applicator, on (B)(6) 2014 to the inner knees with coolfit applicator, on (B)(6) 2014 to the upper abdomen and left lower abdomen using coolcore applicator, on (B)(6) 2014 to the right outer thigh using coolsmooth applicator, on (B)(6) 2014 to the right outer thigh using coolsmooth applicator, (B)(6) 2014 to the left outer thigh using coolsmooth applicator, on (B)(6) 2015 to the left lower abdomen using a coolcore applicator, and on (B)(6) 2016 to the left outer thigh using coolsmooth applicator who developed paradoxical hyperplasia (pah/ph) after treatment. A physician diagnosed the patient with pah to the left and right upper abdomen and left lower abdomen. Pah was described as dense and palpable. The affected tissue was firmer and more rubbery than untreated tissue.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting on (B)(6) /2014 to the upper abdomen using coolcore applicator and lower abdomen using a coolmax applicator, on (B)(6) 2014 to the inner knees with coolfit applicator, on (B)(6) 2014 to the upper abdomen and left lower abdomen using coolcore applicator, on (B)(6) 2014 to the right outer thigh using coolsmooth applicator, on (B)(6) 2014 to the right outer thigh using coolsmooth applicator, 10/jun/2014 to the left outer thigh using coolsmooth applicator, on (B)(6) 2015 to the left lower abdomen using a coolcore applicator, and on (B)(6) 2016 to the left outer thigh using coolsmooth applicator who developed paradoxical hyperplasia (pah/ph) after treatment. A physician diagnosed the patient with pah to the left and right upper abdomen and left lower abdomen. Pah was described as dense and palpable. The affected tissue was firmer and more rubbery than untreated tissue.